Manufacturer narrative:
Visual inspection and functional testing was performed on one sample returned in used conditions. The sample does not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. The one sample unit was filled with colored water using a syringe. No leakages were detected. The complaint is not confirmed. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined since the complaint was not confirmed since the returned samples do not has leak, therefore complaint is not confirmed. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that some water droplets were found inside the cassette housing. So the customer suspected leakage occurred there. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08139 is no longer considered reportable, please disregard any MDR reports associated with it.